Event description:
It was reported that the patient was sleeping on battery support. The patient awakened and started to feel unwell. The patient's batteries were depleted. The patient exchanged the batteries and was feeling fine after. There was a clock reset on (B)(6) 2022. An echocardiogram was performed and no pump related issues were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d: suspect medical device corrected. Manufacturer's investigation conclusion: the reported event of full battery depletion was not confirmed. There was no log file submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information indicated that the patient awakened to fully depleted batteries and felt unwell. The vad coordinator recognized a clock reset on 03apr2022 which correlates with a pump stop and the patient feeling unwell. The issue resolved once the batteries were exchanged. There were no pictures or additional documents provided. Additional information provided stated that there were no adverse patient impacts. The provided information stated that the full battery depletion was due to user error by sleeping on battery power; however, a root cause for the reported evet cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage advisory and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. No further information was provided. The manufacturer is closing the file on this event.